Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 457 mg/dl. The customer¿s current blood glucose value was 457 mg/dl. The customer did experience sweaty, hot and tired as a result of high blood glucose value. The customer was advised to go to emergency room. The device will not be returned for analysis.